Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
After a rotator cuff repair where 5 anchors were implanted on (B)(6) 2015, there was an infection reported. On (B)(6) 2015 th surgeon washed out the shoulder and removed one anchor. (B)(4). On (B)(6) 2015, the surgeon washed out the patient's infection a second time. The surgeon explanted four of the anchors at this time. (Part number 72203303378: lot 50489293 x2, lot 50470638 x1. Pn 72202902 x1).